Event description:
It was reported that when booting up the system an error 40000000000 was shown. The case was changed to manual procedure. Investigation results determined that handpiece had a short in the cabling causing a blown fuse on the siu.

Manufacturer narrative:
The navio handpiece, used in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. Nothing was identified visually that contributed to the problem. The strain relief near handpiece needs additional silicone seal. A functional evaluation was performed (handpiece troubleshooting test) to confirm handpiece operation and communication. The handpiece failed test. When the cable was flexed at the handpiece strain relief a console communication error presented. Following a reboot, the 4 x 10 zero error presented. This error occurs as a result of a short in a conductor to the shield. No additional testing is possible due to this failure. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system user¿s manual (500196 rev. A) was reviewed and there was no information regarding the error 40000000000 at system booting up. Additionally, product labeling has been ruled out as an issue for this complaint. This failure is captured in the navio risk profile. Per complaint details, there was a system boot error. The functional evaluation later identified the issue as a blown fuse. Per the field report, the surgeon aborted the navio and converted to manual instrumentation to complete the procedure without delay and without harm or patient impact/injury reported. Therefore, no further medical assessment is warranted at this time. The root cause was found to be electrical component failure. These results are indicative of a known issue and a corrective action has been requested for this issue.